Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and uterine haemorrhage ("I started bleeding like a period") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping during depression"), menorrhagia ("heavy periods"), migraine ("migraine"), headache ("headaches"), arthralgia ("hip pain"), back pain ("back pain"), fatigue ("fatigue"), depression ("cramping during depression"), anxiety ("anxiety, and after intercourse") and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (removal of the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, abdominal pain lower, menorrhagia, migraine, headache, arthralgia, back pain, fatigue, depression, anxiety and uterine haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, depression, fatigue, headache, menorrhagia, migraine and uterine haemorrhage to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media :uterine haemorrhage." Most recent follow-up information incorporated above includes: on (B)(6) 2018: event "I started bleeding like a period" added from social media. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and uterine haemorrhage ("I started bleeding like a period") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient does not underwent essure confirmation test". The patient's concurrent conditions included obesity. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping during depression"), menorrhagia ("heavy periods / abnormal bleeding (menorrhagia)"), migraine ("migraine"), headache ("headaches"), arthralgia ("hip pain"), back pain ("back pain"), fatigue ("fatigue"), depression ("cramping during depression"), anxiety ("anxiety, and after intercourse"), uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and alopecia ("hair loss"). The patient was treated with surgery (removal of the essure devices). Essure was removed on (B)(6)2017. At the time of the report, the abdominal pain, abdominal pain lower, migraine, headache, arthralgia, back pain, depression, anxiety and uterine haemorrhage outcome was unknown and the menorrhagia, fatigue, vaginal haemorrhage, nausea, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, weight increased and alopecia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in social media :uterine haemorrhage" most recent follow-up information incorporated above includes: on (B)(6)2018: events- "abnormal bleeding (vaginal), nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, weight gain, hair loss, patient does not underwent essure confirmation test", reporter, concomittant condition added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and uterine haemorrhage ('I started bleeding like a period') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient does not underwent essure confirmation test". The patient's medical history included multigravida, parity 4, adenomyosis and perineal pain. Concurrent conditions included obesity, urinary retention and menometrorrhagia. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping during depression"), menorrhagia ("heavy periods / abnormal bleeding (menorrhagia)"), migraine ("migraine"), headache ("headaches"), arthralgia ("hip pain"), back pain ("back pain"), fatigue ("fatigue"), depression ("cramping during depression"), anxiety ("anxiety, and after intercourse"), uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with propranolol (propanolol), sumatriptan, topiramate (topamax) and surgery (hysterectomy robotic with salpingo-oopho,ralh with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, abdominal pain lower, migraine, headache, arthralgia, back pain, depression, anxiety and uterine haemorrhage outcome was unknown and the menorrhagia, fatigue, vaginal haemorrhage, nausea, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, weight increased and alopecia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Computerised tomogram - on an unknown date: result: coils are in good place.. Hysterosalpingogram - on (B)(6) 2012: changes consistent with an essure procedure with non- patent fallopian tubes. Pathology test - on (B)(6) 2017: uterus and fallopian tubes, robotic-assisted laparoscopic hysterectomy and bilateral salpingectomy: uterus (145 grams): --cervix without significant histopathologic abnormality. --mildly disordered proliferative-type endometrium. --myometrium with adenomyosis. Fallopian tubes without significant histopathologic abnormality.. ¿concerning the injuries reported in this case, the following one/ones were described in social media :uterine hemorrhage" most recent follow-up information incorporated above includes: on 20-apr-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Mr received- new reporter, medical history, lab data, removal details, were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping during depression"), the first episode of menorrhagia ("heavy periods"), migraine ("migraine"), headache ("headaches"), arthralgia ("hip pain"), back pain ("back pain"), fatigue ("fatigue"), the second episode of menorrhagia ("menorrhagia"), depression ("cramping during depression") and anxiety ("anxiety, and after intercourse"). The patient was treated with surgery (removal of the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, abdominal pain lower, migraine, headache, arthralgia, back pain, fatigue, the last episode of menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, depression, fatigue, headache, migraine, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.